Event description:
During the procedure, the surgeon was unhappy with the performance of the fortec medical su-365, 365 micron bare holmium fiber. The surgeon noted that the fiber became frayed at the end during the procedure. The surgeon was so unhappy that he wanted to cut the fiber in order to continue the case. The nursing staff advised against cutting the fiber and the surgeon agreed to use another su-365 to finish the case. There was no harm to the patient and the procedure was completed without delay.